Event description:
According to the reporter: they removed the device out of its packaging and tried to open/close the jaws but this could not be done, they were stuck like sealed. Less than 5 minutes delay, no patient data is available, and no adverse event reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: they removed the device out of its packaging and tried to open/close the jaws but this could not be done, they were stuck like sealed. Less than 5 minutes delay, no patient data is available, and no adverse event reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: when opening the device and testing the jaws the observed that the device was blocked, it look jammed. It was not used so in order to solve the problem they open a new endodissect which was used and worked with no issues. Additional information requested from the account but not yet received.